Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Outcomes attributed to adverse events other: granuloma. Report source country:(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with edema at their pocket site, redness along their lead line, and a granuloma on their head. The patient also reported experiencing a "general itching" at the pocket site. An external factor that was noted as potentially related to the issue was that the patient was known to be allergic to nickel. The patient was given a cortisone shot at the time of report and the explant of their device was noted as "possible" at that time; the issue remained unresolved at the time of report. It was noted there were no surgical interventions planned or performed and the time of report.

Event description:
Additional information received from a manufacturer representative reported the patient was having a revision on (B)(6) 2016. A prior revision was done on the patient's skull in (B)(6) 2016 and the patient was given an antistaminic and cortisone. The patient was fine at that time. At the time of this report, the patient had an infection at the connection between the lead and extension. The patient was on antibiotics, but since there was erosion the health care provider (hcp) decided to proceed with explant. The system would be replaced in the future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.